Event description:
The patient was undergoing thrombectomy for an ischemic stroke using the penumbra system 5max ace and 3max reperfusion catheters. The physician explained that the patient had a very ecstatic distal ica at the skull base and as the 5maxace reperfusion catheter was advanced over the 3max reperfusion catheter in the distal mca, the 3max catheter sheared off in the vessel. The physician stated that traction was being used on the 3max reperfusion catheter to advance the 5maxace reperfusion catheter. The catheter fragment was retrieved with a solitaire device.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the catheter is fractured approximately 127.0 cm from the hub. The catheter is stretched and severely damaged in the region of the break site. The distal catheter shaft shows material deformation of the polymer extrusion. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that there was resistance felt while the catheter was being retracted. Once the catheter was completely removed from the body, the distal tip was stretched and fractured. Evaluation of the returned product confirmed that the distal tip of the catheter was stretched and broken. Based on the description of the event and condition of the returned device, it is likely that the force used while applying traction to the 3max catheter while advancing the 5max catheter exceed the tensile strength specification of the polymer material of the catheter shaft as evidenced by the stretching and material deformation at the break site. The manufacturing records for this lot were reviewed and all tested samples met the specification for tensile strength. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.